Event description:
Customer reports that a vascular surgeon had a problem with the suture. It was reported the suture material was breaking up causing bleeding and had to be replaced. No other info was provided.